Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that upon opening the vasoview hemopro 2, a hair was seen in the sterile compartment. No patient involvement.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/20/2025. An investigation was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned in an opened plastic protective carrier. The sterile barrier was not returned with the product. A single hair was observed in the accessory tray near the btt. No other visual defects were observed. Based on the opened product packaging as well as the evaluation results, the reported failure "contamination" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork is available for review as an attachment to the record. The lot #3000498117 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.